Event description:
Additional information received reported the cause of the event was "falls and 50 pound weight loss." The patient experienced discomfort and it was noted she had to adjust her device frequently. The patient had adjusted her device to a lower setting due to the discomfort which in turn caused a higher incidence of retention. The patient was encouraged to continue making adjustments as she saw fit. It was reported the patient was "very adaptive to making her adjustments." The patient did not require hospitalization due to the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot#: v704349, implanted: (B)(6) 2011; product type: lead, product ID: 3037, serial#: (B)(4); product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. For approximately the last week, the patient felt like her bladder was dribbling urine every 15 minutes and she cannot fully empty her bladder. When the patient got up to walk, she lost the stimulation sensation. She saw her physician in (B)(6) 2012, and he tried to adjust her stimulation, but she was not sure he knew what he was doing. The patient was in a car accident on (B)(6) 2012, had internal organ damage and still had bruises from it. The patient had right hip/knee/ankle issues, but could not have an MRI of her hip or surgery to remove her device because she was on 24 medications, including blood thinners and aspirin. The patient also had two lumps in her left breast that are larger than a pea size that she found 1.5-2 months ago. The patient would have a mammogram done, but again can't have surgery due to the blood thinners the patient was on for approximately 18 months. The patient increased her stimulation from 1.3 to 1.7 and was able to feel stimulation in her pelvic floor area, but when she got up to walk, she lost the stimulation. For the past two weeks, the patient had to walk with a cane. Additional information has been requested, but was not available as of the date of this report.